Manufacturer narrative:
No product has been returned and the reported serial number was deemed invalid. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported receiving "replace sensor" message while wearing the adc freestyle libre sensor. Customer further reported she experienced ¿tremor, vomiting, memory loss and a lost consciousness¿ and was incapable of self-treating. Customer¿s husband treated with an injection of glucagon and no further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving "replace sensor" message while wearing the adc freestyle libre sensor. Customer further reported she experienced ¿tremor, vomiting, memory loss and a lost consciousness¿ and was incapable of self-treating. Customer¿s husband treated with an injection of glucagon and no further treatment was required. There was no report of death or permanent injury associated with this event.